Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurosurgeon through a company rep that he was really disappointed with the reliability of the old lead models. The neurosurgeon reported that he had a lead fracture on pt with one of the old lead models. The neurosurgeon indicated that "the curious thing about this was that the fracture did not happen at the lead bifurcation but shortly after the connector pin". Further f/u was made by the area rep regarding the reported lead fracture and indicated the physician had given him a historic review of vns leads in his experience. The physician made the statement that he would not give any further info on this and does not want to be contacted; hence attempts for add'l info have been unsuccessful to date.